Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of low blood glucose on (B)(6) 2025. The blood glucose level of the patient was 89 mg/dl. The patient went to hospital on (B)(6) 2025 for less than twenty-four hours. The patient tried to treat with glucagon, rice candy, chocolates. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.